Manufacturer narrative:
(B)(4). Catalog#: g34505-igtcfs-65-1-uni-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter would not release from the delivery system. The device was re sheathed and removed from the patient. Another of the same device was used to complete the procedure. Patient outcome: no section of the device remained inside the patient&#38112;body, nor did the patient require any additional procedures. The patient did not experience any adverse effects.

Manufacturer narrative:
(B)(4). Catalog#: g34505-igtcfs-65-1-uni-celect-pt. (B)(4). Summary of investigational findings: based on the description of event, it is assumed, that the approach was jugular since the filter "re sheathed and removed from the patient". However, given the limited information provided it would be inappropriate to speculate on what led to the reported event. It is known from the literature that excessive back tension could result in deployment difficulties/failure when pressing the release button. The IFU addresses the issue through the statement "while keeping slight back tension on the introducer, push the release button completely to ensure proper release of the filter" and the warning "excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated". No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: filter would not release from the delivery system. The device was re sheathed and removed from the patient. Another of the same device was used to complete the procedure. Patient outcome: no section of the device remained inside the patient¿s body, nor did the patient require any additional procedures. The patient did not experience any adverse effects.